Event description:
I have been extremely ill my entire adult life, if I even want to call it a life. I need to know where to find help and surgery to remove the silicone from silicone breast implants. I had implants in 2000 as a part of a study that was never conducted and never gave me the medical care promised, as per the study. I now my spinal cord is being permanently damaged. Dates of use: 2000 - 2008.